Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient representative reported "visible increase in breast size, hardening of the tissue, capsular contracture, free fluid in capsule, suspicion of implant rupture" and "pain, increase in breast size, feeling of skin tightening around breast, dizziness and exhaustion, inflamed and swollen axillary lymph nodes, anxiety, capsular contracture, baker grade unknown" via mammogram and sonogram. This is for the left side. Device status is unknown.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii" and "device rupture". This is for the left side. Device was explanted and replaced with a non-abbvie device. Device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6a, d6b, g2, h6.